Manufacturer narrative:
Cmpl-28761310

Event description:
It was reported that a transmitter battery issue occurred. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.